Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician saw insulation damage on the pacing lead. The lead was never implanted with a new lead being used. No patient complications have been reported as a result of this event.